Manufacturer narrative:
Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device stopped working. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device housing was damaged, the motor power was too low and a crack in the thread. It was also determined that the device failed pre-test for power with the test bench and air leak. Therefore, the reported condition was confirmed. A device history review was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear and device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.